Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The date received by manufacturer submitted on (B)(4) 2013 in fu001 was incorrectly reported as (B)(4) 2013. The additional information was received by manufacturer on (B)(4) 2013. As a result, the (B)(4) 2013 received by manufacturer date should be (B)(4) 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was temporarily discontinued. At the time of diagnosis, the patient was hospitalized for cloudy effluent, a leaking exit site, and drainage problems related to the tube positioning of the catheter. The patient was treated with 2g vancomycin, 30mg gentamtcin and 500mg ciprofloxacilin (route and frequency unknown) for the events. The patient was later discharged from the hospital but it was unknown if they recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional follow up information was received. It was reported that once the results of the exit site swab test came back, the patient was treated again with 1g of vancomycin on day six (route and frequency not reported). It was determined that the patient had cellulitis across the abdomen. The cause of cellulitis was reported to be the leak in the exit site. Should additional relevant information become available, a supplemental report will be submitted.